Event description:
A bipap a40 was returned to a third-party service center for service. There was no serious patient harm or injury reported. There was no evidence the device was clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code indicating the device is unable to be operated after three restarts was observed in the device's downloaded event log. The device's software was upgraded to address the issues. The device was tested and passed all final testing.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.